Event description:
It was reported that during an unspecified spinal procedure when the surgeon tried to break off a setscrew, the setscrew slipped. The setscrew seemed to be cross-threaded, and a piece of metal fell in the patient. The metal piece was retrieved from the patient, and the procedure was continued after the setscrew was replaced with a new one. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.